Event description:
The customer reported that the unit quit running momentarily, and then came back on. No audible alarms sounded. The service technician inspected the device and could not duplicate the reported event. No parts were replaced. The device also failed the leak test during servicing. The service technician inspected the device and adjusted the piston guides. The unit passed extended self testing. This report is not an admission by MFR that this device caused or contributed to the event alleged in this report.